Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis therapy. The cause of the hernia was not reported. The hernia was preexisting prior to pd therapy and did not worsen with pd therapy. The patient was hospitalized for the event. While hospitalized the patient underwent a preplanned surgical procedure to repair the hernia. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.